Event description:
A report was received in late october 2001 by one of interpore cross international's distributors for a pt who had spinal fusion surgery in 2000 utilizing a 6.0 x 60 mm iliac screw, a closed vls set screw, and a closed vls seat-4.75 mm. Within three months of the initial surgery the pt experienced hook cutout followed by revision surgery and extensiion of the construct and fusion. Within three to six months post revision surgery the pt experienced disarticulation of the iliac screw/rod connection. The distributor contacted interpore cross' vice president of product development in early november 2001 to report the event (which included a copy of the surgeon's letter). The vice president of product development requested additional info regarding the event from the surgeon on november 14, 2001, including x-rays. The x-rays were received and reviewed by the vice president, however no additional info regarding the event was received. A second letter was sent (november 29, 2001) to the surgeon again requesting additional info. In the november 29th letter, the vice president stated that because they did not have all the necessary info to conduct a complete investigation into this event, they could only provide the surgeon with comments regarding the case, but was not able to provide a specific reason for the event. The vice president stated that if the event was related to rotation of the rod inside the screw head, using a lateral connector in the closed vls screw may have held up a little better, because the ridges on the lateral connector arm would interdigitate with the grooves in the seat to resist rotatiion better than the smooth rod. In addition, the vice president stated that based on clinical experience, when using the iliac screw technique, it is recommended that a transverse connector be used just proximal to the lateral connectors or iliac screws for maximum stability, in order to resist the high loads experienced by the implants at that level, and to minimize the possibility of the lateral connectors or rods loosening. Interpore cross requested that if the surgeon removes the components, co would like to evaluate them to further investigate what may have caused this event. To date, no additional info has been received from the surgeon. This event was originally determined by interpore cross international to be non-MDR reportable due to inadequate info to make a comprehensive assessment, inadequate construct as indicated by the sequence of events, and there was no malfunction of the device. During a recent inspection and review by the food and drug administration, the investigators determined that this event should be MDR reportable. Therefore, this event is being reported as an MDR to close out this observation.